Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Additional information received 02/24/2026: IV antibiotic treatment was underway, so we had to insert a peripheral line in order to continue it. I'm not sure I understand the ¿prophylactic assessment¿ aspect, but neurological monitoring was carried out to identify any risk of gas embolism. This monitoring took place every two hours. However, no other treatment was implemented. In any case, the device was no longer used afterwards as I removed it additional information received 3/9/2026: no, the clinician was not exposed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC line placed for antibiotic therapy on (B)(6) 2026 at a different facility. First placement, no difficulties reported by the staff in charge of the placement, correct control x-ray on (B)(6). Hospitalized in our facility on (B)(6) following septic shock. On (B)(6) 2026, administration of ceftaroline 400 mg via the PICC. Inflammatory puncture site (redness, edema) observed. Rinsing of the device (10 ml of nacl) without resistance. A "pop" sound is heard, and the caregiver is sprayed with nacl. Search for leak. Clear flow from laceration of device (at the exit of the "18 ga" inscription, located outside the sterile dressing) over 1 cm. Appearance of worn plastic at this location (whitish line). No indication of a fall or actions likely to have physically damaged the catheter. Dressings used for repair: hemodia brand PICC line repair set. Clinical consequences observed: insertion of a kocher clamp. Removal of the device and culture of the PICC line tip due to mrsa bacteremia on osteitis (awaiting results). Insertion of a new peripheral catheter on (B)(6) 2026 (without particular difficulties). Neurological and hemorrhagic risk monitoring until (B)(6), no adverse events. Patient still hospitalized. Monitoring continues.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4fr sl groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed on the proximal end of the extension tubing. This damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ granular fracture surface texture (typical of tearing failure modes). ¿ varying fracture edge with a bulge in the center. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.